Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 475 mg/dl. The customer did not contact their healthcare provider for high blood glucose . The customer stated that they have a back up plan. The patient was treated for high blood glucose. The troubleshooting was completed and advised the customer to speak with her healthcare provider about the high and lows blood glucose.